Manufacturer narrative:
An image associated with the event was reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer and no significant damage was visible from the image. Isi did receive the fenestrated bipolar forceps to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was not cauterizing after 14 minutes of use. The procedure was completed as planned with no reported injury using a backup instrument.